Event description:
The device is getting hot, hot enough for the surgeon to be uncomfortable.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation. The overheating condition could not be duplicated, as the unit was not working when it was received for evaluation. The customer reports that the handpiece was overheating. Based on the repair outcome, the "most likely" cause of the overheating is internal corrosion, particularly to the bearings.